Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2007, product type: extension; product ID: 3387s-40, lot#: v026844, implanted: (B)(6) 2007, product type: lead. Codes c63133. Only apply to the ins and extension. All other codes apply to all products. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient's parethesia was reproduced by moving the ipg in the chest. Impedances were over 30,000 for 2 and 3. The doctor suspected that the impedances were from flud or other reason for faulty connection between ipg and extension. They switched the electrodes being used to 0 and 1. The issue as not resolved. It was thought that the original ins (that was explanted due to normal battery depletion) would be returned for analysis. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial #: (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot #: v026844, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 05-mar-2011, (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 21-nov-2009, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the caller was reading the report from the patient's surgery. Ins replacement occurred on (B)(6) 2018. The report stated contacts 2 and 3 had very high impedances. The caller reported the tremor control was not good since (B)(6) 2018 and tremor control was not as good as on contact number 2. The caller stated there was a faulty "extension lead or faulty connection between the extension lead and the pulse generator". The caller stated they did not know if the ins was replaced due to normal battery depletion.